Event description:
It was reported that shaft break occurred. The 65% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. Pre-dilation was performed with a 2.75mm non-compliant balloon. After a 3.00 x 48mm synergy xd drug-eluting stent was deployed, it could not cross the lesion. The device was removed and it was noticed that the shaft was broken. The procedure was completed with a different device without any patient complications reported.